Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28497. It was reported that a patient presented in-clinic for a system extraction due to pocket infection. How the infection was identified was unknown. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted on (B)(6) 2021 and were both replaced on 09 aug 2021. The patient was stable throughout the intervention process and no adverse consequences were reported.